Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of below 40 mg/dl. The customer did not want to give any information about what caused the low blood glucose. The customer will call back later about the issue. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.